Event description:
The clinician reported the programmer displayed a serious error message when interrogating a device. Technical support (ts) loaded device application without interrogating and made adjustments according to certain technical notes; then the clinician was able to interrogate successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.